Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product was said to be involved confirmed the report. The trigger cord attached to the barrel with three (3) bands, two-way handle and loading catheter were returned. The irrigation adapter and three prematurely deployed bands were not included in the return. During our laboratory analysis, the 6 shooter multi-band ligator (mbl) device was attached to an endoscope that was placed in a simulated gastrointestinal position with vacuum attached. The endoscope has an accessory channel that is 2.8 mm in diameter (olympus 2.8 gif q20 endoscope). The mbl barrel was attached onto the end of the endoscope. Simulated varices were placed at the end of the barrel and vacuum pulled and the three bands were successfully fired. A visual examination of the device was performed. The trigger cord was examined and all 12 deployment beads were present. The beads were verified for correct location. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured within tolerance. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record (DHR) for the lot number said to be involved was reviewed. The DHR contains a nonconformance that could potentially be related to premature deployment. The device goes through different inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Premature band deployment can occur if the handle is placed in the firing position before the endoscope is in place inside the patient or even while winding the trigger cord. The user is advised not to apply tension to the trigger cord while winding it on the handle to avoid premature deployment of bands. The instructions for use direct the user: ¿with handle in two-way position, slowly rotate handle clockwise to wind trigger cord onto handle spool until it is taut. Note: care must be taken to avoid deploying a band while winding trigger cord." Another possible contributing factor to premature band deployment includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in premature band deployment if enough tension is applied to pull the cord free. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a endoscopic procedure, the physician selected a cook 6 shooter saeed multi-band ligator. When they tried to place the trigger cord into the slot on spool of handle, and pull down until the knot is seated in the hole of slot for mbl-6 installed on the endoscope, the bands were bounced out [bands prematurely deployed]. This occurred prior to patient contact; there was no impact to the patient.